Event description:
Home pt accidently pulled apart their transfer set from their catheter during their automated peritoneal dialysis treatment. Per family member, the pt was "out of it" and did not realize what they were doing. Family member stated they took the pt to the e.r. That evening and had the transfer set replaced. Family member noted the pt was diagnosed with diabetes that same evening which explained the pt's confused mental state. Per family member, no pt injury or medical intervention was associated with this incident.